Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.

Event description:
Pt with a unicondylar knee implant experienced a fall and has a flexion contracture. Surgical intervention is planned to examine the knee. Poly inserts may be replaced during this procedure.